Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not recognize therapy electrode connection) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the r781 resistor was open on the defibrillator board. The cause of the inability to recognize a therapy electrode (te) connection is the lack of driven ground signal. The cause of the lack of driven ground signal is the open resistor. The root cause of the open resistor cannot be positively identified, but the failure is consistent with external defibrillation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not recognize a therapy electrode connection.